Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely stress and degradation problems that caused the malfunction. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a missing sealing adhesive at the objective lens. It was also found that the bending section detached from distal tip also with fluid and corrosion and active mech detached. There was no patient involvement.